Event description:
It was reported that during an unk procedure, an error signal occurred (used with a gen04 and hp054) on the device. The active blade broke when the instrument was cleaned. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/19/2007. Info anticipated, but unavailable at this time.